Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. According to the report, on (B)(6) 2024, the patient was involved in a motor vehicle accident. The accident was reportedly partially caused by the dexcom device as a result of alleged inaccurate and spotty egvs before the accident. Per documentation, the patient was unable to provide the approximate numbers from the bg meter or cgm. The patient was reportedly asymptomatic prior to the accident. The patient was brought to the ER via ambulance and in the ambulance, the patient was given glucose in an IV bag. At an unspecified moment, the bg by ems was 219 mg/dl and the egv was low. The patient reportedly did not experience any serious injury; however, the hospital gave him glucose through an IV bag. The patient was discharged in less than a day. At the time of the report, the patient was reportedly fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.